Event description:
The rep stated that they were not able to try and charge the implant before surgery. The physician replaced the leads and implant and the devices were disposed of.

Manufacturer narrative:
Continuation of d11: product ID: 977a260, lot#/serial#: (B)(6), implanted: (B)(6) 2017, explanted: (B)(6) 2020, product type: lead. Product ID: 977a260, lot#/serial#: (B)(6), implanted: (B)(6) 2017, explanted: (B)(6) 2020, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6)2017, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 21-feb-2021, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 19-jan-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative (rep) reported that was told today while prepping for revision that the pt states they haven't been able to charge 'forever'. Caller states they believe the pt hasn't charged in at least 'months'. It is unclear when pt tried to charge and could not. Caller states the managing physician speculated the implantable neurostimulator (ins) may be flipped and this what was causing trouble for the pt's charging. Technical services reviewed with caller that even if ins was flipped we would still expect some potential coupling. The flip has not been confirmed and as noted is only speculation at this point. The rep noted that the patient was having a lead revision on the day of the report, as the patient has not had good coverage since implant. It was later noted that the ins was replaced as well.